Event description:
It was reported that the device has a faulty battery which it stops providing charge to the device, however the device can still be operated from the charger with ac power, besides the battery failed alarm is not shown. The device keeps working without an alarm but when the ac charger is removed the device immediately switches off as no power is present, without showing any alarm. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A failed main circuit board could contribute to the battery alarm not sounding. Probable causes for the failure to charge include: the inbuilt cut out preventing the battery from charging if the device reaches a set temperature whilst in use, as denoted in the IFU, and or a failed/defective battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.